Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling a "tingly sensation/feeling" in their left shoulder and where the device is implanted. The patient indicated that it runs down the left arm and around neck as well. The device remains in use. No further patient complications have been reported as a result of this event.